Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. The peritoneal dialysis registered nurse (pdrn) was called in for the alarm. The baxter technical service representative (tsr) explained the alarms and had the registered nurse (rn) cycle power two times to clear them. The rn stated that the hp was a handful and had been messing with the hc and the supplies during therapy. The tsr explained that the supplies were now compromised and the rn would need to start over with new supplies. The rn understood the explanations and cleared the alarms and would start over with new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and he was aware of the patient having had that alarm. He was with the patient that day and the patient had unspiked one of his supply bags. There were no issues with any of the supplies, it was down to the use error of the patient. The patient is no longer on peritoneal dialysis therapy and is now on hemodialysis. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.